Manufacturer narrative:
H4: the lot was manufactured from april 16, 2020 - april 17, 2020. H10: the actual device was received for evaluation. A visual inspection performed using the naked eye found the bladder had been ruptured. When the bladder ruptured, fluid inside the bladder would have leaked inside the housing; the bladder is located inside the housing. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) was leaking from an unspecified location. The reporter stated the filling solution was sodium chloride 0.9% with 80 ml of a 5000 mg solution of fluorouracil in 100 ml. This issue was identified after filling but prior to use on a patient. There was no patient involvement. No additional information is available.